Event description:
Customer reported the device began flickering before use on a patient. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The device history record of lot 1908541 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Upon initial investigation it was concluded there was flickering in the device. The sample was then sent to the manufacturing site for further investigation. The sample is currently stuck in transit due to covid-19 lockdown announced in india since (B)(4) 2020. In the event that the sample is delivered to the investigation site, the complaint will be reopened, and a sample investigation will be conducted to find out root cause of this issue and necessary action required to address it.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device began flickering before use on a patient. No patient harm reported.